Manufacturer narrative:
Qc and calibration were passing prior to the event. Per product labeling, "all initially reactive samples should be retested in duplicate with the elecsys htlv-I/ii assay." "For repeatedly reactive samples, the result must be confirmed according to recommended confirmatory algorithms. Confirmatory tests include western blot and htlv pcr tests." "For diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings." The investigation determined that the elecsys htlv-I/ii assay is performing within specification. The investigation was unable to determine a direct root cause.

Manufacturer narrative:
The cobas e 801 analytical unit serial number is (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable false reactive elecsys htlv-I/ii results from the cobas e 801 analytical unit for thirteen patients. Please see the attachment (B)(6) for the patient results.